Manufacturer narrative:
The device is not available for analysis. Correction: the correct MFR report# is 6000034-2012-01410; not 6000034-2012-01440 as previously reported. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a loss of osseointegration.there are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2012.